Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an initial implant procedure, the right atrial (ra) lead exhibited high capture thresholds and the lead helix was not able to be retracted after being placed into the body. The ra lead was not used and another ra lead was used to complete the procedure. The patient was stable throughout.